Event description:
It was reported that during a low anterior resection, the device was put in the rectum and then the spike was extended beyond the orange marker. The head was attached to the spike. As the head was wound down, it became detached from the spike. The spike was again extended beyond the orange marker and the head clicked on. The device was wound down and then fired. It fired as expected. Doughnuts were inspected and were ok. No pt consequences were reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.